Event description:
The customer reported that the x-ray indicator was not working, the system makes noises when rotated, the system locked up during a case and continued to beep when the pedal was released. No x-rays were being generated.

Manufacturer narrative:
The ge service rep repaired the x-ray indicator and worked friction roller to quiet noise. He reseated all pcb's and ic's in workstation and mainframe. The rep ran the system. The system now work as intended.